Event description:
Related to MFR report#s 2183959-2012-00265 and 00266. An elevate with intepro mesh was implanted for pelvic organ prolapse. It was reported that the pt experienced, among other things, significant physical and metal pain, recurrent prolapse, incontinence, emotional distress, suffering, permanent injury and impaired physical relations with her husband and received medical intervention, dates and details not stated.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.